Manufacturer narrative:
Customer did not provide serial number. A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the adapter is causing a monitor to not alarm when an electrode falls off of the patient. Patient involvement was reported, but there was no harm or an adverse event reported.